Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2, a3, a4: patient information was requested, but it was declined. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code c21: the viabahn stent remains implanted. Delivery catheter and deployment were returned, and results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient presented for treatment of a right distal superficial femoral artery (sfa), a planned peripheral case to implant a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). Access was from the left femoral artery and the target lesion was pre-dilated. As reported, there was a pre-existing stent (unknown manufacturer), but that was submerged by intima. A 6fr terumo destination sheath was used to advance the viabahn device over a command es 018 abbott wire. The viabahn device reached the intended treatment site and deployment was started. As reported by the physician, the deployment knob was unscrewed as normal, then the knob was gently pulled in line with the device. However, the deployment line immediately broke and it seemed the line was already broken. Because of the immediate line break, no part of the device was expanded. The physician stated he could see the frayed end of the line within the luer lock piece, so he grabbed it using a snap and then gently delivered the line. As there was no suitable device replacement, the remaining deployment line was pulled to achieve full expansion of the device. The procedure was completed with good results. The patient did not experience any adverse consequences. As reported, the physician stated he has deployed many viabahn devices and never experienced this issue. The pre-existing stent was submerged by intima and pre-balloon dilation was done for the in-stent stenosis. The physician stated this was unusual and he does not believe the pre-existing stent led to a deployment line break.

Manufacturer narrative:
H6: code b19: returned components were: a deployment knob detached from the hub and broken deployment line. The endoprosthesis was not returned. The reported primary failure mode related to a broken deployment line, was confirmed during engineering evaluation. As reported, the deployment line immediately broke upon gently pulling in line with the device; there was no expansion of the device. The physician noted that they had the sense the deployment line was already broken. However, the physician was able to grab a frayed portion of the deployment line and gently pulled it to successfully complete deployment. The root cause of the reported primary failure mode could not be established with the available information.